Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. No false results were reported outside the laboratory. The sample was repeated producing lower ise results, which were reported outside the laboratory. The results, provided by the customer. There was no affect to patient treatment associated with this event.

Manufacturer narrative:
Prior to the event, ise qc results were within the lab's established ranges.a field service engineer (fse) was dispatched and completed the ise preventative maintenance (pm) which included bleaching the ise system, replacing all ise tubing, carbon bridge, electrolyte injection cup (eic) seals and rebuilding the ratio pump. There have been no further calls to the bci hotline for ise problems.